Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient presented to the emergency room with an infection at the ipg site. The patient was given antibiotics. A later update indicated the patient had been released and they were doing better after antibiotics. Most recently, it was reported that the infection has resolved.

Manufacturer narrative:
Correction: section h6- the health effect - clinical code should have been 2446 - post operative wound infection rather than 1930 - unspecified infection. A patient presented to the ER with an infection at the ipg site was reported to abbott. The patient was given antibiotics. A later update indicated the patient had been released and they were doing better after antibiotics. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.